Manufacturer narrative:
The 3-spike disposable set involved in the incident was discarded at the hospital and was therefore not available for investigation, nor were photographs provided. Without the ability to investigate the set, a root cause of the reported leak cannot be established. The manufacturing batch records for the reported lot number were reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that there have been no other reported leaks related to this lot number. There was no patient injury reported. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported the following incident involving a 3-spike disposable set: "pt being mass transfused. Machine was programed to infuse at 80 ml/min. While the machine was running it was noted that blood was dripping out of the bottom of the belmont machine. Stopped transfusion and noted that the entirety of inside of the machine was filled with blood. Machine never alarmed or gave any indication that there was anything wrong. Infusion stopped and machine taken out of service."